Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. While removing the appendix, the devices were unable to be fired. The handle was unable to be squeezed. The case was completed using a new device. No patient injury.